Event description:
Pt status post bipolar hip prosthesis from unk date, returned to operating room in (B)(6) 2011, and was treated with plates and screws for periprosthetic proximal femur fracture. On an unk date, pt presented to the ER, complaining of pain. X-rays taken at that time determined that the plate was broken. Pt returned to operating room on (B)(6) 2012 where surgeon removed 1 broken plate and all associated hardware, and debrided the fracture site and wound. Pt was revised to 4.5 lcp curved broad plate and screws. Surgeon also revised the stem of the hip prosthesis with a longer stem and implanted a femoral strut graft.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot met all dimensional and visual criteria at the time of manufacture with no issues documented during manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.